Event description:
After having mentor high gel (silicone) augmentation first thing I noticed was my left breast dropped. Went to my ps and asked about it and was told that I had an infection that went to that breast and to always request antibiotics with dental services. I was a very healthy person until my implants. Had a bladder mesh surgery in 2008, many ER visits, 3 colonoscopy, 1 upper gi, upper and lower jaw surgery due to health issue, skin cancer, mohs surgery, many labs with high and low wbc, rbc, (B)(6), chronic mono, chronic vbc, migraines, joint pain (hips, back, neck, hands, knees, fingers) brain fog, muscle weakness, stroke, memory loss, extreme weight loss, vision changes, gut issues, anxiety, fatigue, hair loss, thinning nails, arthritis, inflammation, poor sleep, dry eyes, hysterectomy, low libido, I bruise easily, slow to healing, constant throat clearing and mucus, reflex, dizziness, night sweats, skin rashes, pain behind eyes, shortness of breath (struggle with breathing), nipple pain, recurring infections, swollen tender lymph nodes & glands jaw line, neck, throat, armpit, groin & near collar bone, masses removed off left breast, left breast rupture, sharp pain in breast area.